Event description:
As reported to coloplast though not verified, the patient was implanted with coloplast exair posterior and anterior mesh and herniamesh t-sling. Later the patient experienced recurrent urinary incontinence, urinary tract infection, bacterial vaginitis, frequency, urgency, vaginal discharge, itching, irritation and vaginal dryness. The patient was treated with cipro and bactrim ds, vesicare, and metrogel vaginal gel.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.(B)(4).